Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Reportedly, the pump was able to be charged with a different usb cable. The customer¿s blood glucose was not impacted.